Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole and foreign material in the pebax area. Initially, it was reported that there was a lot of noise on the qdot catheter displayed on the recording system only. There was intermittent noise on the qdot catheter displayed on the carto 3 system noticed later. They reseated the qdot catheter to the patient interface unit (piu) and the ngen generator without resolution. They replaced the qdot catheter with an thermocool smarttouch sf catheter. No adverse patient consequence was reported. This was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 04-jun-2024, there was a hole and foreign material in the pebax area. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 04-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster for evaluation. Visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed there was a hole and foreign material in the pebax area. A screening test was performed and the device was recognized and visualized; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31273440l and no internal actions related to the complaint were found during the review. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The potential cause of the open circuit could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H 6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents catheter replacement due to system test this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).